Event description:
It was reported that the hospital noted build-up of dried bleach on equipment, and that they have had to send several pieces to the service depot for repairs due to fluid egress being noted. The biomed shared that the membrane on several devices covering the pump mechanism had degraded quickly due to bleach cleaners and becomes detached allowing fluid to enter the device causing fluid ingress. There were also notes of general degradation of faceplates and other components due to cleaning products. There was no patient involvement. There was an enhancement request to increase non-bleach-based cleaners that are approved for the alaris device cleaning and disinfecting.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.